Event description:
It was reported that the patient presented to the clinic with episodes of right ventricular oversensing. Patient was asymptomatic. Programming changes were performed. The issue still persists. Patient is doing well and will continue to be followed normally. The patient is scheduled for further device interrogation.

Event description:
New information on 11/10/2018 stated the patient presented remotely via merlin.net transmission. Upon review, the device continued to exhibit post paced t wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed. The patient would continued to be monitored.

Event description:
New information received on (B)(6) 2017 states that there were additional episodes of post paced t wave oversensing on the device. Patient was asymptomatic. Programming changes were performed. Patient was stable post procedure.